Event description:
It was reported that on (B)(6) 2022, a 30mm semi-rigid saddle ring(B)(4) was implanted in the mitral position. After the ring was implanted and during the saline test, it was observed that there was improper coaptation. The user alleged that this failure was due to the severe calcification of the annulus and patient anatomy. It was noted that there were no allegations of malfunction against the semi-rigid saddle ring. The ring was replaced with a 32mm semi-rigid saddle ring (B)(4) intraoperatively. On (B)(6) 2022, the 32mm ring was explanted since there was not much improvement with respect to regurgitation. The patient was suffering from dyspnea after coming off from ventilation support in the intensive care unit (ICU). The user alleged that this failure was also due to severe calcification of the annulus and patient anatomy as well. There were no allegations of malfunction against the saddle ring. It was noted that during the procedure, they had no other suitable sized ring available so they used the 32mm semi-rigid saddle ring. The device was replaced with a non-abbott mechanical valve. It was noted that the patient remained hemodynamically stable throughout both procedures. The patient is reportedly stable. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of incomplete coaptation of the native valve after the ring was implanted was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that there was no allegation of malfunction of the ring. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.